Manufacturer narrative:
Vyaire file identification:pc-(B)(4). The suspect device / component has not been returned to vyaire. Therefore, no definitive root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced a transducer fault (xdcr) alarm during ovp (operational verification procedure). The customer confirmed there was no patient involvement associated with the reported issue.